Event description:
Additional information received noted that programming changes were performed. There were no patient consequences.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited post-paced t wave oversensing. No interventions were performed. There were no patient consequences.